Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: ruptured.

Event description:
Patient reported right side moderate pain. Additionally healthcare professional reported rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, striated broken on anterior, stress marks and missing shell. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Patient reported, right side moderate pain. Additionally healthcare professional reported, rupture. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/28/2010. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side moderate pain.

Event description:
Patient reported right side moderate pain. Additionally healthcare professional reported rupture. The device was explanted.